Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure to treat an arteriovenous malformation (avm) in the stomach. According to the complainant, after injecting the avm site, the nurse reported that the needle failed to retract into the catheter. The scope was repositioned/straightened, but the issue remained. The device was removed through the scope with the needle extended, and then the procedure was completed with another injection gold probe device. Reportedly, no damage was noted to the device or packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.